Manufacturer narrative:
Reference MFR report # 2916596-2017-02110 for the report of the patient's gastrointestinal symptoms. Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 7 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. While in the emergency room for gastrointestinal symptoms, it was reported that multiple low flow alarms which were preceded by multiple ¿low speed operation¿ alarms were observed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed speed drops less than the low speed limit on (B)(6) 2017 when one lead was connected to the power module and the other to battery power. The patient was given an ungrounded power module patient cable to resolve the alarms. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted system controller log files confirmed low speed and low flow events; however, a specific cause could not be conclusively determined through this evaluation. The first submitted system controller log file dated (B)(6)2017 contained approximately 6 days of data. The first 5 days of the log file showed the pump operating as intended with pump power, estimated flow, and average pi ranging from 6.1-8.4 watts, 5.7-8.1 lpm, and 2.7-5.4, respectively. Beginning at time stamp 989 days, 11 hours, and 17 minutes, multiple low speed hazard events were captured. All of the events occurred while the patient was connected to the power module on at least one system controller power cable. The system recovered to the set speed and no further low speed events were captured. Based on previous complaint experience, the captured events appeared consistent with the potential percutaneous lead issue. The second submitted system controller log file contained overlapping data with the first log file. The additional data showed the pump operating as intended while the patient was connected to the power module. No other atypical alarms were captured throughout the log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.